Event description:
New information received notes that the cause of death was atherosclerotic cardiovascular disease and cardiomegaly.

Event description:
It was reported that the patient expired. The patients wife stated he was short of breath and then collapsed in the hallway. Cardiac arrest was suspected. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.